Event description:
A healthcare provider later reported the medication infused was lioresal. The patient was doing well.

Event description:
A flipped pump was reported and confirmed. The pump had reportedly been turning and sticking out at times. The doctor opened the pump pocket on the day of the report and found the pump to be flipped. The pump was anchored down. The patient¿s status at the time of the report was alive with no injury. There were no patient symptoms associated with the event. The medication infused was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).